Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test, no motor error alarms were noted. However, unable to prime the insulin pump during prime test due to flush/loose drive support disk. The motor was tested outside the device and passed. The insulin pump received with cracked battery tube threads. The insulin pump received with scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error while bolusing. The blood glucose reading was 203mg/dl. Troubleshooting was performed and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.